Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt woke up in the middle of night to adjust the stimulation and had the power on reset condition (por) message. This was several days after a few CT scans. A por message of 0x004 was confirmed on the programmer interrogation. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.